Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressing is ripping her skin and she would like to get another kind, customer service told patient that the island dressing we send out are the ones we carry and to talk to the register nurse to see if she can get another kind for her and to see if she would like to remove from the rx. There was patient involvement; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).